Manufacturer narrative:
Investigation summary: one (1) photo where 3 tegos are inside a plastic container was shared by customer, no significant damage or anomalies are shown. One (1) used. List #d1000, tego® connector was returned for evaluation. As received, the silicone was observed to be torn, and a seal collapse was noted. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause tego connector was found to be ruptured is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding the product involved tego connector that experienced rupture and air in line during patient use. No adverse consequences were included in the report. It was reported that the dialysis machine detected air in arterial line. Upon inspection, the tego connector was found to be ruptured. The tego connector was replaced. Dialysis line from dialysis machine needed to be vented.